Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the patient's symptoms was unknown at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15mg/ml at 5.009 mg/day), (200 mcg/ml at 66.78 mcg/day), and fentanyl (1,600 mcg/ml at 534.3 mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump developed redness at the pump pocket site back in (B)(6) 2024. The recent culture showed evidence of an bacteria at the pump pocket site. Furthermore, there was an infection at the pump pocket site. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: the managing physician made decision to explant. They were able to remove the pump, the entire 8596sc pump segment and the portion of originally implanted 8703w present in the pump pocket. However, did not the remove spinal section of catheter. Outcome: the issue was resolved. The patient weight and medical history were not available due to legal/confidential reasons. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2020, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (15mg/ml at 5.009 mg/day), baclofen (200 mcg/ml at 66.78 mcg/day), and fentanyl (1,600 mcg/ml at 534.3 mcg/day) via an implantable pump for unknown indications for use. It was noted that redness developed at the pump site in (B)(6) 2024. The recent culture showed evidence of an bacteria at the pump pocket site. Furthermore, there was an infection at the pump pocket site. There were no known environmental/external/patient factors that may have led or contributed to the issue. The managing physician made decision to explant. They were able to remove the pump, the entire 8596sc pump segment and the portion of originally implanted 8703w present in the pump pocket. However, did not the remove spinal section of catheter. The issue was resolved. The patient weight and medical history were not available due to legal/confidential reasons. The patient was alive and no injury.